Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act button was not responding during priming. Customer's blood glucose was 118 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was able to continue priming.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.